Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) came to the clinic with discharge at wound site. As a result, the physician decided to remove, replaced the device and clean out the infection on the scrotum. No further patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of infection and purulent discharge are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) came to the clinic with discharge at wound site. As a result, the physician decided to remove, replaced the device and clean out the infection on the scrotum. No further patient complications reported.